Event description:
This case was reported by a consumer and described the occurrence of polyneuropathy in a (B)(6) female pt who received gsk denture adhesive (formulation unk) (super poligrip) for dentures. A physician or other health care professional has not verified this report. The pt's past medical history included fibroid surgery. On an unk date, the pt started gsk denture adhesive (formulation unk) (dental) at unk dosing. At an unk time after starting gsk denture adhesive (formulation unk), the pt experienced polyneuropathy, does not feel legs, leg trembling, walking difficulty, driving ability disturbed, nerve damage, and fall. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Ae report received via mail -(B)(4) 2013: consumer stated that she has been using super poligrip for a long time to hold her dentures. It was not long after that she realized that something was not right as she could not feel her legs. She could not feel even when bugs sat on her legs. Her doctor could not figure out what the problem is and no medications could help her. She had surgery for fibroids and later her legs started to shake. She went to a chiropractor for several years and that didn't help either. Then she was sent to (B)(6) and was diagnosed with polyneuropathy in 1993. She stated that she cannot walk very good and has fallen several times. She cannot drive either. She called poison control and was informed of how denture adhesive cause nerve damage in people. She stated that she has nerve damage from using poligrip for a long time.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2013-00030. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).